Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was not received effective therapy from the system. Surgical intervention took place in which the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.